Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental emdr will be filed.

Event description:
It was reported to boston scientific corporation that an injection gold probe needle was used in the stomach during a gastroscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the physician used a 10fr gold probe for gave and it was not working. When the physician removed the device, he noticed that the tip was not on the probe. The detached tip was not retrieve from the patient. The procedure was completed successfully. There were no patient complications reported as a result of this event.